Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged inaccurate thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient when compared to the beckman dxi 800 analyzer. The results from a sample drawn on (B)(6) 2014 and tested on (B)(6) 2014 were: tsh 0.725 miu/l, ft4 49.51 pmol/l and ft3 13.75 pmol/l. The results from the sample after treatment with "tube hbt" were: tsh 1.16 miu/l, ft4 24.23 pmol/l and ft3 7.71 pmol/l. These results were reported outside the laboratory. Because the results were considered not consistent, the sample was tested on a beckman dxi 800 analyzer. The results were: tsh 1.687 mu/l, ft4 10.64 ng/l and ft3 3.64 ng/l. These results were considered to be valid. The patient was not adversely affected. The tsh reagent lot number was 177538. The ft4 reagent lot number was 176245. The ft3 reagent lot number was 177312. The expiration dates were requested, but were not provided. A specific root cause could not be identified as the patient sample was not available for further investigation. A general reagent issue was not indicated as the provided calibration and qc data were acceptable.